Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime test. The motor passed motor test. No motor error alarm. The insulin pump was received with unexpected restart alarm during unexpected restart error test due to broken solder joint in the interface board.. No external ram error alarm noted. Unit received cracked case display window corner. However the insulin pump was received with cracked belt clip slot and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had unexpected restart alarm, ternal ram crc error and motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.